Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, which successfully resolved the issue as the cgm error code did not reappear, allowing the caller to start their sensor session successfully.